Event description:
A valiant thoracic stent graft was implanted in a patient for the endovascular treatment of a 40mm in diameter thoracic aneurysm in zone 0. The thoracic neck diameter: 39mm (proximal), 36mm (distal). It was reported that prior to the tvar the patient had a total debranching performed on an unknown date. The physician's plan was to implant the valiant stent graft just after the graft; the physician was concerned about the nose cone damaging the valve. The valiant was implanted 10 mm from the distal end of the graft. A type I proximal endoleak was confirmed. The physician ballooned with a reliant balloon; however the endoleak did not resolve. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Incorrect technique/procedure (use of device in zone 0, purposely landed more distal than intended due to concern for delivery system damage to the heart valve). Conclusion: operational context contributed to event (use of device in zone 0, purposely landed more distal than intended due to concern for delivery system damage to the heart valve).